Event description:
A hospital in (B)(6) reported via a distributor that an rt112 adult breathing circuit did not pass the ventilator leak test as air leak was found at the water trap of the circuit. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt112 adult breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt112 adult breathing circuit was returned to fisher & paykel healthcare (fph) (B)(4). The complaint device was pressure tested and submerged in a water bath to check for leaks. Results: the pressure test revealed that the complaint device had excessive leak. The water bath test revealed that there was air leak at the connection between the lid and the bowl of the water trap. A lot check revealed no other complaints of this nature for lot number 100318. Conclusion: all breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests that the leak developed post-production, possibly during transport or set-up. A leak in the breathing circuit is usually detected by an alarm on the ventilator. The rt112 user instructions that accompany the device state the following warnings: check all connections are tight before use; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms. (B)(4).